Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of three (3) small volume intermates ruptured during filling. The reporter stated that the devices had been filled with 70ml of an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: the actual devices were not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed by filling the elastomeric bladder of the samples with saline. During and after fill, no rupture was observed in all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.